Event description:
It was reported that during the implant procedure, the right ventricular lead insulation was damaged with a scalpel. The lead was removed. No patient complications have been reported as a result of this event.